Event description:
It was reported that a possible prostate capsule infiltration of the hydrogel occurred. The patient is asymptomatic and initiated treatment. The patient is currently receiving radiation with no problems and has been asymptomatic. The images were reviewed, and it was observed that the hydrogel was surrounding the prostate circumferentially.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.